Event description:
A right heart catheterization was performed to confirm the validity of the pressure sensor readings. The sensor pressure baseline reading matched the readings from the right heart catheter and no recalibration was required.